Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose and sickness. The customer's blood glucose level at the time of admission was 280 mg/dl. The customer had symptoms of difficulty breathing and vomiting. The customer was given 3 bags of fluid. The customer was off the insulin pump at the time of the hospitalization. The customer was off the insulin pump for less than 48 hours prior to the hospitalization. The customer's high blood glucose began at the end of february. The customer was sent a tubing clamp and was advised to call back to perform the no delivery test. The device will not return for analysis.